Manufacturer narrative:
(B)(4). Conclusion code 43 was added to the evaluation codes to reflect the confirmed damaged battery. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. The reported problem occurred during power up, however it is unknown where the event occurred. There was no patient involvement therefore there was no injury or medical intervention recorded. This device is a colleague pump with a user interface module software version that is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was evalutated on site by baxter personnel, and the reported problem of a damaged battery was confirmed and reproduced. The battery harness and main battery were replaced to correct the reported problem. If additional information becomes available, a follow-up report will be submitted.